Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, an authorized bench technician found that the therapy port was defective, it was heavily worn and damaged from use. There was no reported patient or user involvement and no adverse patient/user impact.